Event description:
Same case as 2134265-2010-04108 and 2134265-2010-04185. It was reported that during a rotational atherectomy treatment procedure, a vessel perforation occurred. The vessel was mildly tortuous and severely calcified. The unspecified sized burr and unspecified rotawire were being used at 180,000 rpms when resistance was felt and "the bladder of the console released air" with the stall light activating on the console. Fluoroscopy revealed that a perforation of the vessel had occurred. The burr and wire were removed in the cath lab. The patient was symptomatic with tamponade. Patient was sent to surgery for bypass and a pericardial window. The patient was released five to eight days later.

Event description:
Same case as 2134265-2010-04108 and 2134265-2010-04185. It was reported that during a rotational atherectomy treatment procedure, a vessel perforation occurred. The vessel was mildly tortuous and severely calcified. The unspecified sized burr and unspecified rotawire were being used at 180,000 rpm's when resistance was felt and "the bladder of the console released air" with the stall light activating on the console. Fluoroscopy revealed that a perforation of the vessel had occurred. The burr and wire were removed in the cath lab. The patient was symptomatic with tamponade. Patient was sent to surgery for bypass and a pericardial window. The patient was released five to eight days later.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
The initial emdr was due on 9/9/2010 and was submitted on 9/9/2010, but there was a delay in processing acknowledgement 3 due to an FDA server issue which made the MDR appear late.(B)(4).